Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter thoracic aortic aneurysm. It was reported that the patient presented emergently 2 weeks post index procedure with paralysis of the lower body. The patient was diagnosed with transient paralysis and it has not resolved. The physician said he believed part of the thoracic aneurysm had thrombosed off some of the spinal blood supply resulting in the paralysis. The patient did not want additional treatment, refused rehab treatment and was discharged home with paralysis. No additional clinical sequelae were reported.